Manufacturer narrative:
(B)(4).

Event description:
During service, the manufacturer's (fse) field service engineer reported the device performed a restart at power on. There was no patient involvement .